Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had received a red flag on their latitude system for a right ventricular (rv) defibrillation lead pacing impedance of 2579 ohms. Additional information received stated that past discussion with the physician was to see if the lead impedance will climb to 3000 ohms. The patient was to be followed up in the near future with the possibility of a non-invasive programmed stimulation (nips) testing. To date, there have been no reported patient symptoms associated with this clinical observation. Subsequent information indicates that this ICD was explanted due to replacement indicator. The patient's device was replaced with a competitor's product. Additionally, it was reported that the patient's rv lead was broken; however, without return of the product we are unable to confirm this observation.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.

Event description:
Additional information indicates that only part of the patient's rv lead had been explanted due to difficulties during the previously reported explant procedure. Subsequently, the patient's system had been exhibiting oversensing which resulted in inappropriate shocks and believed to be related to a portion of the boston scientific rv lead being left implanted. The patient underwent an additional procedure and this product was explanted and replaced with a competitor's product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.